Event description:
Reporter stated the customer experienced hypoglycemic symptoms at 5:03 a.m., and her husband tested her blood glucose and received a result of 62 mg/dl on the aviva nano system. The customer fainted and her husband called the ambulance, and at 5:07 a.m., an emergency doctor obtained a result of 20 mg/dl. Customer was given a glucose infusion and admitted to the hospital. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.